Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that while an rn was disconnecting tubing from a patient receiving heparin the tubing cracked and leaked at the spin-collar luer lock. There was no patient harm reported.

Manufacturer narrative:
(B)(4)